Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 20, that did not occur during cartridge loading and continued with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support, but cartridge alarm recurred, so technical support arranged replacement pump, instructed customer to place current pump in storage mode before return, and advised customer to transfer pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using pre-paid label.